Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted concurrently with laparoscopic retropubic urethropexy and laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, with mccall culdoplasty. It was reported that the patient underwent a posterior colporrhaphy and perineoplasty on (B)(6) 2003, due to a rectocele. It was reported that the patient underwent an anterior repair with pelvic soft graft (bard pelvisoft) and cystoscopy on (B)(6) 2004 due to a cystocele. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2002 and mesh was implanted due to sui and uterine prolapse. It was reported that following insertion the patient experienced back pain, dyspareunia, constipation, lack of feeling near rectum from surgery, fecal & urinary incontinence. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.